Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of peritonitis was unknown. It was reported that the patient was hospitalized for this event. During hospitalization, it was reported the patient developed an unspecified secondary infection. Treatment was not reported. The outcome of the peritonitis event and secondary infection was not reported. Action taken with dianeal therapy was not reported. No additional information is available.